Event description:
Outpatient for elective cath/pci. Films reveal a long 95% stenosis in mid lad. Pre dilated with 2.5x20 nc quantum apex. A 2.5x28 multi link mini vision deployed. Mid portion of the stent post dilated with the 2.5x20 nc quantum apex. Final films reveal 0% residual stenosis, and timi iii flow. Medications given including asa, angiomax, and plavix. To (B)(6) at 1158. At 1321, patient complaint of chest pain 5/10, diaphoretic, heart rate 30's-50's, EKG with st elevations. At 1328, patient complaint of increasing chest pain. Return to (B)(6) at 1341. Films reveal totally occluded lad. A 2.5x20 apex used to dilate occluded vessel as well as previously placed stent. A 2.5x28 multi link mini vision placed proximal to original stent, and 2.25x18 multi link mini vision placed distal to original stent. A 2.75x30 nc quantum apex used to post dilate entire stented length. Final films reveal 0% residual stenosis and timi iii flow. Integrilin drip in addition to previous medications. Patient discharged on (B)(6) 2011.